Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("breakage of essure device"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (with complications)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 (((B)(6) 1992; (B)(6) 2005 and (B)(6) 2011)) and anemia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("heavy menstrual cycles/ abnormal bleeding (menorrhagia)"), adverse event ("abnormal symptoms"), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), depression ("psychological or psychiatric problems: depress"), insomnia ("psychological or psychiatric problems: didn't sleep"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary or problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), uterine pain ("uterine pain"), complication of device insertion ("she advised of complications or problems that occurred at the time of her essure placement procedure") and anaemia ("anemia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (right salpingectomy and hysterectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, abdominal pain, back pain, menorrhagia, adverse event, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, depression, insomnia, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, alopecia, uterine pain, complication of device insertion and anaemia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adverse event, alopecia, anaemia, back pain, bladder disorder, complication of device insertion, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion fallopian tubes she underwent an assessment which included on (B)(6) 2014, a pap which was negative, an endometrial biopsy which was benign. An ultrasound on (B)(6) 2014 questioned a polyp. Hysterosalpingogram - (B)(6) 2014 - 1. Total bilateral occlusion. 2. Unilateral occlusion (left tube occluded). 3. Unilateral occlusion (right tube occluded). 4. Failure to occlude (close) fallopian tubes. 5. Breakage of essure device. 6. Perforation (fallopian tube). Most recent follow-up information incorporated above includes: on 9-oct-2018: reporters added and patient demographic added. Historical condition was added. Updated suspected drug indication. Added events abnormal bleeding (general), pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems: depress/didn't sleep, bladder or urinary problems or changes, migraines/headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, perforation (uterus), weight gain, hair loss , breakage of essure device, perforation (fallopian tube), anemia, device insertion complication. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("heavy menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (right salpingectomy and hysterectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, back pain, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion fallopian tubes company causality comment incident~~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.